Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's identifier was not provided. The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and age of device are unknown. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on an unknown date. It was reported that the patient presented to the clinic on (B)(6) 2019 with possible driveline infection however has no adverse pump events. Log file submitted for review revealed that there were no unusual events recorded in the log file and device is operating as intended. The patient is reported to have a tendency to sleep while on battery power. Additional information was requested, however, not provided.